Event description:
No new information.

Manufacturer narrative:
The complaint of a cracked device could not be confirmed from the two 20g insyte autoguard devices that were provided for investigation. Each 20g IV catheter was received separate from the needle and the needles were received fully retracted within their safety shields. The samples exhibited evidence of use. A visual and microscopic examination revealed no damage or defects. Although the returned samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc cracked. The following information was provided by the initial reporter: it was cracked. Customer responded on 02-jul describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. The patient was a difficult stick, but the IV was successfully placed. However, due to continued leakage, it had to be removed, and the patient was stuck again to place a new one. Could you please confirm the material 382533 lot 5083247 was also affected by blood control not working or it was just cracked? It was just cracked.